Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set leakage event on (B)(6) 2025. No further information available.

Manufacturer narrative:
E1: patient city - (B)(6). Patient country - united states.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the information in this complaint (B)(4)with malfunction code leakage (customer states infusion set leaks) (source/cause cannot be identified, only use when a specific malfunction cannot be determined). The batch 6004927 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 03 and wi guidance for functional testing for complaints area version 02 for the leakage (customer states infusion set leaks) (source/cause cannot be identified, only use when a specific malfunction cannot be determined). Complaint investigation test results: visual test according to wi version 3 on reference samples, reference samples passed the test. Functional (flow test) test according to wi version 2 on reference samples, reference samples passed the test. Functional (leak test) test according to wi version 2 on reference samples, reference samples passed the test. Device history record (DHR) review: the lot 6004927 was packaged according to the wi version 78, manufactured in the machine m12, on 16/jan/2024 with a total of (B)(4)units. Assembly DHR review: the lot 4a02502 was manufactured according to the wi version 26, manufactured in the line assembly quick set, on 15/jan/2024 with a total of (B)(4)units. Glue tubing DHR review: the lot 4a02145 was manufactured according to the wi version 41, manufactured in the machine gluing 04-05-08, on 12/jan/2024 with a total of (B)(4)units. Bun DHR review: the lot 4a01804 was manufactured according to the wi version 38, manufactured in the machine us05, on 13/jan/2024 with a total of (B)(4)units. The lot 4a01805 was manufactured according to the wi version 38, manufactured in the machine us05, on 14/jan/2024 with a total of (B)(4)units. Trending: a query was run in database on 17/jun/2025 against malfunction code evaluated leakage (customer states infusion set leaks) (source/cause cannot be identified, only use when a specific malfunction cannot be determined) and lot 6004927 and no other complaint have been registered in database for the same lot number and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples related to the complaint, no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.